Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
Case #(B)(4). Case front- damaged/cracked. Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed has a 8300 module giving him a 500.5040 error. Sn: (B)(4). Failure device type: alaris system instrument, failure problem type: 8300, failure mode: flashing unit. Case resolution: biomed just replaced the oridion module and logic board. I walked the biomed through on flashing the unit to clear the 500.5040 error. Successfully flashed the 8300 module and error did not show. (B)(4).